Manufacturer narrative:
The DHR/chr review indicates no related component or mfg problems, and one prior product complaint of similar nature with this lot# (36hh2589). This complaint is inconclusive due to no sample was returned. The eight same lot samples were opened and the pouched catheters and stylet wires were removed. The four stylet wires were removed from the catheters with no difficulty. The stylet wires were then reinserted into the catheters. The catheters were then flushed, after flushing, the stylet wires were removed again. There was no difficulty in removing the stylet wires. A tensile test was done to the catheters and there are no indications of stretching, elongation, or weakness. This complaint is inconclusive. Since the original sample was not returned. Tensile testing of the 8 same lot samples showed the catheters to be normal with no indications of weakness. Removal of the stylet wires was done with no difficulty before and after flushing of the catheters.

Event description:
Catheter placed 11/13/1997. Placement said to be quick & uneventful pt went to ER on 11/18/1997. Catheter was broken externally. Took 45 minutes to remove. Catheter was discarded after removal.